Event description:
A malfunction alarm was reported with a malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump.